Event description:
During a procedure to deploy an express biliary ld premounted stent, the balloon catheter became stuck on the wire during withdrawl of the delivery device. The stent was successfully deployed in the dubclavian, however the balloon and the wire had to be removed together as a unit. The procedure was completed with no patient complications.